Event description:
It was reported to medtronic minimed that the customer reported a loss of communication between the insulin pump and the transmitter. Troubleshooting was performed but the issue was not resolved. The customer reported no adverse event. The event involved product(s) mmt-7715, mmt-1884l, mmt-7841zn, mmt-7040a. The customer reported receiving a replace battery alert/replace battery nowalarm after receiving a low battery warning. The pump is behaving normally. The customer is calling with questions or concerns about charging the transmitter. Charger connector pins are damaged. The customer reported a loss of communication between the transmitter and the pump. No harm requiring medical intervention was reported. Mmt-7715 was requested and the customer response was the device will be returned. No product return was required for mmt-1884l. No product return was required for mmt-7841zn. No product return was required for mmt-7040a.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 1 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.